Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was cleaned after disassembly but was autoclaved after assembly and used in the procedure. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. The subject device was used in combination with vef-v.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc could not review the device history record of the subject device because the lot number of the subject device is unknown. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the user reprocessed the subject device mistakenly.